Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced uncontrolled bleeding in the region of the pulmonary artery (pa) and subsequently expired. The intuitive clinical sales representative was notified by hospital personnel that bleeding occurred when the surgeon was dissecting the pulmonary artery using the maryland bipolar forceps instrument. The bleeding could not be controlled and the procedure was converted to open; however, the patient expired. No further information regarding the event was made available. The surgeon was contacted to obtain additional information and confirmed the patient expired; however, declined to disclose any specific details about the procedure. The surgeon stated that there was an unspecified "problem with the robot that was related to the patient's outcome." No additional detail was provided.

Manufacturer narrative:
A review of the intraoperative system logs did not identify any system issues associated with the reported bleeding event. Advanced log analysis showed that the maryland bipolar forceps (mbf), used during pulmonary artery dissection, was installed on usm3 during the procedure. The system functioned normally throughout the case, with the exception of a single recoverable fault associated with usm4, indicative of a communication issue. The user successfully recovered from this error, and the procedure continued without further incidents. Additionally, the logs indicate that the system remained in use for approximately two hours following the event, as evidenced by continued instrument activity prior to removal of all instruments. The system was evaluated on-site by an intuitive field service engineer. The universal surgical manipulator (usm) was proactively replaced. The universal surgical manipulator (usm) was received and confirmed to have an issue with the rolling loop fiber causing an intermittent communication issue. The following concomitant products were used during this procedure: endoscope plus 30 degree, cadiere forceps, maryland bipolar forceps, tip-up fenestrated bipolar, sureform 45 stapler, and sureform 30 curved-tip stapler. A site review found that no complaints have been reported for any of the products used. The maryland bipolar forceps was used in subsequent procedures. Review of the sureform stapler logs found that the sureform 45 stapler was installed first and successfully fired 9 reloads (1 blue, 2 green, 1 white, 5 green respectively). One firing stopped before completion; however, the following clamping and firings were successful. The sureform 30 curved tip stapler was installed on the system once, the first clamp was successful, but was followed by a firing failure. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died during a pulmonary lobectomy when bleeding occurred while attempting to dissect the pulmonary artery. The surgeon stated the robot contributed to this issue but would not elaborate or provide additional details how this occurred. No description of instrumentation or equipment failures were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.